Event description:
Complainant alleged that while analyzing the heart rhythm of a pt (age & gender unk) the device failed to return a "shock advised" message for what appeared to be a shockable heart rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.